Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that a left internal carotid aneurysm was being treated. When the tech was backflushing the coil, a 60 degree bend was made on the pusher wire distal to the detachment joint/detachment segment. The bend was straightened and a v-grip detachment controller was tested on the detachment area. The v-grip exhibited a green light. After placement of the coil, the implant would not detach. After 2 attempts, it was decided to remove the coil. The coil would not advance nor be removed, and the coil broke in the carotid. A 4mm snare was deployed to removed the coil. The patient is reported to be fine.